Manufacturer narrative:
Lot number: requested, unknown. Expiration date: unknown due to unknown lot number. UDI: unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: vascular surgeon. Device manufacture date: unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that a doctor was called in to remove a fractured angio-seal sheath. The catheter on the arteriotomy locator became separated from the valve portion. The doctor performed a cut down, removed the sheath pieces, one large piece, and approximately five small pieces. The doctor had to heparinize the patient. The patient initially was a neuro intervention and suffered a hemorrhagic stroke. The patient condition is unknown after suffering a hemorrhagic stroke. Additional information was received on 20 jan 2022: an 8fr vip angio-seal was used. A pre-deployment angiogram was performed. The procedure performed was a thrombectomy for a stoke. The patient had a blood clot in their brain. A flow gate/balloon guide was used for clots along with a 3.0 stent retriever. The estimated blood loss was less than 250cc's. The doctor plugged the hole and heard two clicks as the angio-seal was being pulled back. The proximal end by the valve broke apart in the doctor's hands. The doctor held pressure. The hemostatic sheath (the part with angio-seal written on it) became separated from the hemostatic sheath cap (valve box). The hemostatic sheath advanced into the patient's body causing the patient to undergo surgery to have it removed. The patient had a lot of clots and is alive. Additional information was received on 24 jan 2022: the user facility reported that they store their angio-seal devices in a pyxis machine.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted, however the user facility provided photographs of the actual device for examination. The complaint was able to be confirmed for a fractured hemostasis sheath. As the device has not been received for investigation, material analysis was unable to be performed. However, storing in a pyxis system (exposure to uv light) may cause the sheath to degrade and become brittle. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea. A CAPA had previously been opened to investigate this issue further.